Event description:
A hemodialysis user facility has reported a defective combiset twister line. It has been learned that 30 minutes into the dialysis treatment after the access flow testing was performed, the twister device was twisted back into place by the staff when the venous mainline separated from the twister device. The patient lost approximately 100 ml of blood. It was also learned that new lines were then set up and the dialysis treatment was resumed and completed as ordered. The patient was discharged to home once the treatment had been completed as prescribed. There has been no report of injury or ill effect to this patient from the event. There is no sample, however, the facility did take photographs of the bloodline and will forward on.